Event description:
The patient contacted animas on (B)(6) 2012 stating the up and down arrow keypad buttons were intermittently unresponsive for about one week. The keypad button symbols were allegedly worn off. The keypad was reportedly intact and the pump was exposed to showers. The patient denied recent trauma to the pump. The patient reportedly wore the pump in a protective case attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow keypad button was unresponsive; the down arrow and contrast keypad buttons were intermittently responsive. The ok keypad button responded as expected.there was evidence of contamination found under the key contacts.